Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 24 synergy ii drug eluting stent (des) was selected in an off label manner to treat the cerebral vascular system. However upon removal of the stent protector, it was noted that the stent was a little damaged. The device was not used and the procedure was completed with another 4.00 x 24 synergy ii des. No patient complications were reported and the patient's status was fine.